Manufacturer narrative:
Device manufacture date is unavailable at this time as it is dependent on the lot number. Part replacement needed to resolve this issue.

Event description:
A medtronic representative reported that a solera navlock driver was damaged while in a case. The tip broke off the end of the solera standard driver; the surgeon continued using the navigated reduction solera driver to complete the procedure. The reduction driver was available and in the surgical field when this occurred. No impact on patient outcome reported.